Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested positive for micrococcus luteus. The device was eto sterilized and then returned to olympus for evaluation. The biopsy channel was inspected with olympus boroscope and no signs of foreign substance, stain or foreign materials/objects were found inside the channel. Additionally, there were no signs of foreign stain or substance found on the insertion tube, bending section and distal end. Further inspection found the insertion tube severely kinked at approximately at 27cm below the bending section. The bending cover was found to be torn with the metal exposed. The device failed leak testing. Olympus cannot determine the cause of the reported event, but the condition of the returned bronchofibervideoscope cannot be ruled out as a contributing factor. Endoscopes that fail leak testing can pose an infection control risk. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and patient injury: ¿in addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 10.1, ¿troubleshooting guide¿ on page 141. If the irregularity is still suspected after inspection, contact olympus. Using an instrument that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Manufacturer narrative:
The device was returned to olympus and is currently pending investigation. The scope will be sent to an independent laboratory for microbiological testing. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The root cause for the reported event cannot be determined at this time. In addition, as part of our investigation an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The user facility has not finalized a date for this visit.

Event description:
Olympus was informed of that four patients underwent an unspecified diagnostic procedure using a bronchovideoscope and have allegedly developed aspergillus fungus infections. The patient was treated and released. This is report 4 of 4